Event description:
In 2006, a physician successfully positioned and deployed an xact stent into the left internal carotid artery. It was reported that the patient did fine during and after the procedure. On the morning of the next day, the patient experienced weakness in the right arm and hand. Within 60 minutes it resolved itself to less than 10% deficit. It was reported that because the weakness resolved, the patient was discharged home on the same day.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.